Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 7 in the mouth, primary stability was not achieved and the implant spun. Another implant was not placed in the same site nor was the site grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 7 in the mouth, primary stability was not achieved and the implant spun. Another implant was not placed in the same site nor was the site grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).